Event description:
It was reported that prior to the start of a da vinci-assisted myomectomy surgical procedure, error c-00 occurred on the integrated electrical surgical unit (iesu) at startup. The reported complaint persisted after the customer performed a power cycle on the iesu. The customer received phone assistance from the technical service engineer (tse). The tse reviewed the system logs and found error c-33. The procedure was aborted no patient involvement with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue and replaced the integrated electro surgical unit (iesu) to resolve the issue. System was tested and verified ready for use. Isi did receive the iesu involved with this complaint and the reported errors were confirmed via system logs. Visual inspection found no issues directly related to the reported event. However, unit arrived for failure analysis (fa) with rear input/output securing nuts loose. Rings were lightly snugged for safe system test. Fa inspection was able to replicate the reported event. Unit tested on system, presents c-33/c-00 error on startup with c-00 and c-84 errors in erbe logs. The probable root cause of the reported iesu errors was due to a defective iesu generator.